Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with light headedness. Upon review the left ventricular (lv) output was subtherapeutic. Additionally, there was a lot of variability on the right ventricular (rv) lead and some on the right atrial (ra) lead with out-of-range (oor) rv impedances. However, there was no observations of noise. Technical services (ts) noted since there is almost no rv pace deflection there is no extra signal and suspected it could be fusion. Ts discussed possible causes and recommended could consider to replace the pulse generator. The lv outputs was programmed higher and the physician may just continue to monitor. At this time, this crt-d and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with light headedness. Upon review the left ventricular (lv) output was subtherapeutic. Additionally, there was a lot of variability on the right ventricular (rv) lead and some on the right atrial (ra) lead with out-of-range (oor) rv impedances. However, there was no observations of noise. Technical services (ts) noted since there is almost no rv pace deflection there is no extra signal and suspected it could be fusion. Ts discussed possible causes and recommended could consider to replace the pulse generator. The lv outputs was programmed higher and the physician may just continue to monitor. At this time, this crt-d and non-boston scientific rv lead remains in service. No adverse patient effects were reported.